Event description:
Device 2 of 5. Reference MFR report#: 1627487-2013-22016, 22018, 22019, 22020. It was reported about four yrs ago (exact date is unk) stimulation became ineffective, and the pt began to experience uncomfortable heating while recharging the ipg. In turn, the pt stopped using his scs system. As a result, the pt plans to undergo surgical intervention. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.